Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, 8/10 dilator sheath set and percutaneous access needle were used during a percutaneous nephrolithotomy (pcnl) procedure performed in may 2016. The patient experienced sepsis and was given antibiotics. In the physician's assessment the event was not related to the imager ii, 8/10 dilator sheath set and percutaneous access needle, but was causally related to the procedure. In the physician's assessment the event was probably related to the nephromax ,but was causally related to the procedure.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in may 2016. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2303 captures the reportable event of medication required.